Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the perfusionist (ccp) could not read the gases. They got zero oxygen (o2) output. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(4) 2014: the user facility's biomedical engineer (biomed) is a terumo trained biomed that was involved in the case. According to the biomed, the electronic patient gas system (epgs) was attempted to be calibrated by the ccp prior to cpb, but they did not notice the calibration did not pass. On the initiation of cpb, the ccp used the gas control sliders on the central control monitor (ccm) but they did not respond (no gas output occurred from the epgs). The ccp immediately used the manual gas controls (on the base) and was successful in providing the desired gas flow and fraction of inspired oxygen (fio2). They used the manual controls, without issue, for the entire procedure.

Manufacturer narrative:
After the case, they were able to successfully calibrate the epgs. Out of precaution, the biomed changed the oxygen sensor (after the case). They have no other issues since this event. The case was completed successfully, without delay and without associated blood loss. There was no harm observed or reported.